Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that she was getting a flu vaccine ready for administration. As she was attaching the needle there was a clicking sound which at the time, she thought nothing of, as the needle she had attached are not the ones they normally have ordered to their office, and so she thought it was just the needle clicking into place. She believed that was the moment that the hub of the needle she was using cracked. As she was unaware of the crack and did not see any deformities or issues with any part of the needle, she went along with administering the flu shot to the patient. Upon pushing the plunger to deliver the flu shot, the fluid, instead of going through the needle, came through the crack in the hub of the needle. She gave the patient some paper towels, as he now had most if not all of a flublok vaccine dripping down his left upper arm. Md aware and instructed her, so long as the patient was okay with it, to give the flu shot again as it was unlikely, he got any of the previous one. The patient got the new flu shot ready, using the needles they regularly have ordered to the office and administered as usual.

Manufacturer narrative:
The following sections were updated or answered: d1: brand name; d3: manufacturer name and address; d4: unique identifier (UDI) #; d4: expiration date #; g4: PMA/510(k)number; h6: evaluation codes. Investigation summary: samples were not received, for the investigation. The device history record was reviewed and indicated, that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm, the reported issue and determine a root cause. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that she was getting a flu vaccine ready for administration. As she was attaching the needle there was a clicking sound which at the time, she thought nothing of, as the needle she had attached are not the ones they normally have ordered to their office, and so she thought it was just the needle clicking into place. She believed that was the moment that the hub of the needle she was using cracked. As she was unaware of the crack and did not see any deformities or issues with any part of the needle, she went along with administering the flu shot to the patient. Upon pushing the plunger to deliver the flu shot, the fluid, instead of going through the needle, came through the crack in the hub of the needle. She gave the patient some paper towels, as he now had most if not all of a flublok vaccine dripping down his left upper arm. Md aware and instructed her, so long as the patient was okay with it, to give the flu shot again as it was unlikely, he got any of the previous one. The patient got the new flu shot ready, using the needles they regularly have ordered to the office and administered as usual. Additional information was received from the customer and stated that there wasn't any contaminated needle stick occurred. The patient still follows with the doctor and no further complaint has been made as far as the director knows.